Manufacturer narrative:
Product analysis: the product will not be returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the valve-in-valve implant of this 29 mm transcatheter bioprosthetic valve, into a 29 mm failed non-medtronic surgical valve, the valve moved deeper upon release. Moderate paravalvular leak (pvl) was noted and post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the non-medtronic balloon dislodged the valve into the ascending aorta below the arch. A larger valve (31 mm) was implanted but it too moved deeper upon release. Mild-moderate paravalvular leak (pvl) was noted. After the delivery catheter system (dcs) was removed from the patient, the 29 mm valve which had been visually stable in the ascending aorta, became mobile and moved superior to inferior within the ascending aorta down to 31 mm valve. An attempt was made to snare the valve but the snare became entangled in the valve frame. In the process of releasing the frame, it folded the valve frame transversely in the apex of the arch. An echocardiogram showed the pvl on the 31 mm valve had increased to moderate. A hemi-thoracotomy was performed for a small left-sided pericardial effusion revealing a little amount of blood. A decision was made to perform a sternotomy and both valves were explanted. A medtronic surgical valve was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.